Event description:
It was reported that during a lap cholecystectomy procedure, the clips did not close properly and fell off the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 11/21/2008. Information anticipated, but unavailable at this time.